Event description:
It was reported that during a ptca/stent procedure in a lesion located in the mid lad, after sufficient pre-inflation with another company's dilatation catheter (3.0), the lesion was crossed with the stent delivery system (sds) and was inflated. The pressure was incresed up to 8 atm, and the proximal balloon (about 1.5cm length) was noted to inflate abnormally. The outer diameter (od) seemed to be 5-6mm. The physician deflated the balloon and it was removed. The stent was deployed successfully. The pt was reported to be doing fine after the procedure.